Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mild tortuous and severely calcified anterior tibial artery. After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured due to severe calcification. The procedure was completed with a different device. No patient complications nor injuries were reported.